Event description:
Reporter alleged blood glucose measured 499 mg/dl so customer called the emergency medical technicians (emts) as a result due to concern for the high reading. Emts meter read 208 mg/dl when compared to the original result within 10 minutes of each other. Customer stated no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.